Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Suspect medical device serial #: (B)(4).

Manufacturer narrative:
Follow-up # 1: date of submission: 08/24/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed multiple alarms related to the battery. During a visual inspection of the pump, the battery compartment was observed to be cracked with evidence of moisture ingress inside. The returned battery cap did not secure properly to the pump; however, a power loss was not observed. Current draws measured within specifications. The complaint of a battery life issue was not duplicated during testing. A leak test was performed and failed due to a battery compartment leak. The pump case was removed, and further evidence of moisture ingress was found. Unrelated to the complaint, the bolus button cover was observed to be torn.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that moisture ingress was observed in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.